Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the monopolar curved scissors instrument broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: upon inserting the mcs instrument, the surgeon was unable to operate it. Specifically, the blades would not open or close, and the surgeon could not gain control of the instrument. The instrument was immediately removed, and a new instrument was inserted to safely continue the procedure. There was no material detached or missing from the instrument. No fragments were dislodged or left inside the patient; no retrieval steps, post-operative tests (such as radiographs or ultrasound), or additional surgical procedures were necessary. The instrument has already been returned for evaluation. There are no photos or videos available regarding this incident.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.